Event description:
It was reported by the affiliate that during a laparoscopic gastric bypass procedure, when the surgeon placed the trocar into the patient, the trocar leaked right away and the surgeon could not solve the problem. The surgeon took another trocar to finish the procedure. No patient consequence. One device will be returning. (B)(4).

Manufacturer narrative:
(B)(4). Leak test failure additional information: 3rd does this trocar have the optiview technology? No. Were any noises heard such as whistling or hissing? Yes. If so, did the noise prevent insufflation? Please describe the noise. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? When introducing the trocar into the patient the trocar leaked right away so the surgeon took another trocar without trying to operate with the first one. What was the gas consumption rate or volume (liter/minute)? Were you able to identify where the leak was coming from? Seal has been broken. Was a device inserted in the trocar during the leaking? If so, what device? No. Was any torque being applied to the trocar or device? No. The analysis results found that the ctb12lt device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be open at the slit. A leak test was performed and the device was noted to leak with the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. No incident related to the reported event was observed during the batch record review.